Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Six cm of a wire was noted on x-ray in the patients heart. They think it is the stylet because it is a very tiny wire. They had no problem at all with insertion everything went in ok and came out ok.